Event description:
A customer reported a piece of metal that was dislodged from the outer shell of the handpiece in the patient's eye during a cataract procedure. The foreign material was not able to be removed. Additional information from the facility provided that they now believe the "metal" to be heated and hardened viscoelastic.

Manufacturer narrative:
One sp 45 degrees handpiece was returned for metal in patient's eye. One lot number was identified with the complaint. One abnormality that did not contribute to the complaint issue was found during the device history record review. The product was released according to the manufacturer's acceptance criteria. A complaint history review was performed and indicates no additional complaints were associated with the lot. The handpiece was visually inspected using 20x magnification. The handpiece has numerous dents and scratches present on the aspiration head and cannula. The aspiration hole is completely clogged and extends out past its opening with what appears to be dried viscoelastic. This material has a groove line through this dried solid material. The evaluation cannot confirm any source for the presence of metal in the eye. This complaint does confirm the presence of what appears to be dried viscoelastic present in the aspiration hole. This corresponds with additional information from the complaint report that the customer now believes this piece of metal may have been from heated and hardened viscoelastic. The root cause is unknown. (B)(4).